Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks across two episodes while the patient was jogging. Device data was sent to technical services (ts) for review. Ts recommending performing testing across all vectors. In clinic testing was performed with noise being able to be reproduced in most vectors and positions however oversensing was only observed in the primary vector during the simulation of jogging, pushing away a chair and arms above the head of the patient. An x-ray was completed and the system was noted to be slightly high in position. The cause of the inappropriate shocks were attributed to myopotential oversensing. System repositioning will be considered at a future date. The patient was admitted to the hospital until further intervention is determined. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks across two episodes while the patient was jogging. Device data was sent to technical services (ts) for review. Ts recommending performing testing across all vectors. In clinic testing was performed with noise being able to be reproduced in most vectors and positions however oversensing was only observed in the primary vector during the simulation of jogging, pushing away a chair and arms above the head of the patient. An x-ray was completed and the system was noted to be slightly high in position. The cause of the inappropriate shocks were attributed to myopotential oversensing. The patient was admitted to the hospital until further intervention is determined. The electrode was attempted to be repositioned, but the physician decided to explant the system with the intention of replacing it with a transvenous system at a future date. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks across two episodes while the patient was jogging. Device data was sent to technical services (ts) for review. Ts recommending performing testing across all vectors. In clinic testing was performed with noise being able to be reproduced in most vectors and positions however oversensing was only observed in the primary vector during the simulation of jogging, pushing away a chair and arms above the head of the patient. An x-ray was completed and the system was noted to be slightly high in position. The cause of the inappropriate shocks were attributed to myopotential oversensing. The patient was admitted to the hospital until further intervention is determined. The electrode was attempted to be repositioned, but the physician decided to explant the system with the intention of replacing it with a transvenous system at a future date. No additional adverse patient effects were reported.